Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 401 mg/dl. The customer did not want troubleshooting for high blood glucose level. Insulin pump had hardware low level failures alarm. Customer was able to clear and rewind the insulin pump. Self test did not pass. The insulin device not be returned for analysis.